Event description:
Used for an ami pt, but unable to pace.

Manufacturer narrative:
The actual device in the incident was not returned to the manufacturer to be evaluated. Without the sample, a thorough evaluation could not be performed. No specific conclusions can be drawn.